Event description:
It was reported that the pump displayed an error code. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation, but the last reported error was verified in the device and it relates to a weak internal battery. The internal battery was charged, and the charge held. Root cause of the reported issue is attributed to the customer not providing a sufficient 200-hour charge time to the battery while the device is concurrently powered with alternate current. Charged the internal battery. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 01-sept-2022 via email attached in complaint object: these pumps did not fault while in use with a patient. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: corrections: d4: model number 2120 ; h4: mfg. Date. 18-jun-2020.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email attached in complaint object: these pumps did not fault while in use with a patient. H6: event problem and evaluation codes: updates not required. H4: device manufacture date: updated d10: device available for evaluation: updated h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: corrections: d4: model number 2120 ; h4: mfg. Date. 18-jun-2020